Manufacturer narrative:
The device was received and evaluated at the service center. The complaint cannot be confirmed since none of the device components were found to be broken in two or more pieces. However, defects were found that can affect the main functionality of the device. A short circuit was detected in the motor cable, therefore the motor cable was replaced. The resistance values of the keypad assembly were out of range, therefore the hand control set was replaced. Given the information provided, we cannot discern how the short circuit in the motor cable occurred. Furthermore since the issue experienced by the customer could not be reproduced, no root cause is available for the reported failure. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the micro tornado handpiece with hand controls needs service as the device is broken. This is report 1 of 1 for (B)(4).